Manufacturer narrative:
No button error alarm was noted. However, the insulin pump had no button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported that the customer received a button error alarm. It was also reported that the buttons on the insulin pump are unresponsive. Customer's most recent blood glucose level 189mg/dl or 198mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.